Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting during priming, had a time where they did not get notified that reservoir was low. The customer's blood glucose level was unknown. Customer stated that they were changing batteries more often, every couple of weeks. Customer states buttons were sticky. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.